Event description:
Rec'd a mandatory medwatch form from the customer which states "suspect pulmonary artery rupture secondary to use of a swan-ganz catheter inserted for fluid management." Upon further query with the customer, the following info was rec'd: the orders were to obtain wedge pressures every 4-6 hours and as needed. The pt was started on dialysis, 2/2001. The pressures were then obtained every hour. The staff noticed the waveform dampening intermittently approximately 2 hours prior to the incident. Just prior to the incident, the clinician inflated the balloon and obtained a wedge pressure. Then the balloon was deflated but the syringe remained attached to the inflation port. The clinician walked away from the bedside. The pt's pulmonary artery ruptured, symptoms not disclosed. The pt reportedly "passed away, quickly." The pt was on a ventilator, with a diagnosis of pulmonary hypertension and acute renal failure. Additional pt info was requested, but no further information was available.